Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 325 mg/dl with a trace level of ketones. The cause of the high bg was not known. A bolus via the pump and insulin injections were administered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the event.